Event description:
Reporter indicated that pt's ncp system was replaced due to device diagnostic test result of high lead impedance reading. Upon explant, it was noted that one of the generator set screws was stripped. Further follow-up revealed that the high lead impedance readings (dc-dc code 7) were first obtained approx two months prior to replacement surgery. X-rays reviewed by neurologist did not reveal any obvious discontinuities in the ncp system. Investigation to date has been unable to determine whether the set screw was stripped during the explant procedure, whether the stripped set screw condition already existed and may have contributed to a bad generator/lead connection, or whether there is a break in the lead.